Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken to the emergency room by ambulance due to low blood glucose. Troubleshooting was performed. The customer stated that she has not been eating properly. And this may have caused her low blood glucose, but the doctor suggested changing her basal rates, and she adjusted them. No further information was provided.